Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: it describes that it is going to channel and presents alteration, it does not describe anything else.

Manufacturer narrative:
H6: investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: it describes that it is going to channel and presents alteration, it does not describe anything else.